Manufacturer narrative:
The returned device was evaluated. During functional testing, the settings were adjusted and the unit showed inability to save the desired adjusted settings. Upon internal inspection of the device, no internal circuitry damage or defects observed, however, upon installing a known good system board into the customer's device, the user settings could be saved. A service history record review reveals that this unit was in the field for over twenty (20) months with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported by the customer replacement device will not hold settings after they have been set and saved. The customer also mentioned that during this time she noticed her daughter turned blue, and her eyes were dilated. Additional information received device didn't alarm when she was obviously lacking oxygen. Patient is (B)(6). She's hooked up to a pulse ox 24/7 and is ventilator dependent.